Event description:
The patient claimed the animas insulin pump has power issues. The subject pump allegedly self rebooted 3 times. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history revealed power on resets on (B)(4) 2012 at 9:49pm. There are no alarms related to the complaint in the alarm history. No damage was found to the battery cap or battery compartment. The battery cap returned with the pump was able to fully tighten, with no visible yellow o ring showing. The pump was exercised for 24 hours with returned battery cap with no power loss issues. A battery cap contact test was performed with no connection issues. The pump cover was removed and there was no moisture or damage to battery flex found. The pump was examined and a loose component was found on the pcb board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).